Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited high pacing threshold measurements. Boston scientific technical services (ts) discussed programming options. Additional information obtained from the field which indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.